Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following: it was reported by customer that they attempted to push meds, and the stretchy section of the tubing bubbled up like a water balloon and burst.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of ballooning due to pressure bags could not be verified due to the product not being returned for failure investigation. The device reported is rated to be used with pressure bags and there is no issue with that practice. The potential problem and root cause with the issue is clinical practice, and a member of our clinical team has been notified of the failure. A device history record review could not be performed because the lot number is unknown.